Event description:
During a coronary drug eluting treatment procedure, difficulty removing the balloon from the stent was encountered. The treatment was for a non-tortuous coronary artery. After successfully deploying a taxus liberte 3.0 x 24 mm stent and upon withdrawal the balloon was sticking to the stent. The physician successfully removed the balloon from the stent by deep-throating the guide catheter. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."